Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: dvbb1d1, implantable cardioverter defibrillator, (b)64) 2014. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead noted high impedance on the superior vena cava (svc) coil due to a possible fracture. The svc pin was capped. The lead remains in use. No patient complications have been reported as a result of this event.